Event description:
The patient stated that she dropped the insulin pump, and the drive support cap was protruded. The patient pushed the cap back in place after disconnecting from the infusion set. Advised the patient that the insulin pump would need to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and cracked end cap sticker. The insulin pump was unable to perform the displacement test due to cracked end cap anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.